Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" was corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that fluid invaded the device through the bending section cover during user handling. In addition, the charged coupled device (ccd) was damaged. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image." The event can be prevented by following the instructions for use which state: "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue (no image) was confirmed; the image went blank when the up/down angulation was activated. Inspection identified that the charge coupled device cable was cut. In addition, the bending section cover had a pinhole; this area was not water-tight. The distal end showed signs of burning, the light guide bundle was broken, leaking was found and the objective lens had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported that while reprocessing the evis lucera elite bronchovideoscope, there was no image when the angulation control was activated. The patient procedure was completed using a similar device. No adverse effects to patient reported.